Manufacturer narrative:
Additional review indicated (B)(4) are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study regarding a patient. It was reported that the patient was experiencing increased back pain. The etiology of the event was noted as noted as not related to the spinal cord stimulation therapy and possibly related to the leads. It was further reported by the manufacturer representative that the cause of the lead migration was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-08-15 (B)(6) (hcp, sdy): information was received from a healthcare provider (hcp) via a clinical study regarding a patient additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the cause of the lead migration was not known. The patient hadn¿t been seen and wasn't using the device. It was noted that the leads had not been revised, but the patient¿s thoughts of hurting themselves and depression had been resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-mar-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s bilateral leads migrated up. No interventions were taken. The etiology of the event was noted as possibly related to the spinal cord stimulation therapy and possibly related to the leads. The outcome of the event was noted as not recovered/not resolved. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was told he would not have to pay anything out of pocket for their ins. The patient's wife said they were told this by their doctor. When presented with the bill, they were unable to pay. They have declared bankruptcy and were dismissed from pain care. The patient was non-compliant although the patient's wife claims it was due to them being unable to pay the balance. The patient's stated the lead moved up and the device shocks him when it's on. The shocking she is referring to is due to positional changes. He only feels parathesia in certain positions and considers it uncomfortable and "shocking". The patient's wife is concerned he has an implant in his body and is not using it. The patient's wife said that their pain clinic left him without any medication. After he couldn't take the pain anymore, he had to visit a hospital where they would not prescribe him medication due to his treatment by their previous pain management physician (even though she claims he was discharged). When at the hospital the patient stated he had thought of hurting himself and had to be admitted to a mental health hospital. The patient's wife claims now he has depression and anxiety as a result of being discharged without any pain medication or oversight of the device. The rep told the patient's wife that they could support his ins when he is under the care of a physician. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.